Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 60 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported the patient off the system approximately 7 years ago and has not used it since that time. As such, ipg has become inoperable. Surgical intervention may be undertaken to address this issue.